Event description:
It was reported that this left ventricle (lv) lead was explanted because the pacing was not delivered successfully due to a dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.